Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a follow up in clinic, the device was noted to be in backup mode and could not be interrogated. Technical support was contacted and stated that the device was in elective replacement indicator (eri) and advised to replace the device. The device has been explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, analysis of the device image indicated a false elective-replacement was triggered in the field consistent with low battery voltage fluctuations. Device was being implanted beyond its intended longevity and turned into backup mode. At this stage, the capacity of the battery is significantly reduced and its voltage level is sensitive to variations in usage and excessive telemetry interrogation. Electro-cautery marks were also found on metal can, consistent with surgical damage that occurred during explant procedure. After reloading the product code, electrical and mechanical tests indicated the device exhibited normal functionality and the battery voltage was at below elective-replacement level. Device was implanted for 6.32 years, which exceeded the 5.86 years projected longevity and is considered normal battery depletion. The reported event of backup mode was confirmed and the report of communication anomalies was not confirmed.